Manufacturer narrative:
It is unknown if the affected device will be returned for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during the decontamination procedure it was observed that a fragment was missing. The equipment had been used on a patient. It is not known when and where the fragment got lost. No negative impact in state of health reported.

Manufacturer narrative:
Per investigation by the manufacturing site: no product was sent in for investigation, so the cause of the fault can only be determined based on the customer's description. According to this, it was determined during the decontamination process that part of the shaft was missing. Based on past complaints, it can be assumed that this is the ceramic insert at the distal end. There is no information available as to whether this was only damaged or is completely missing. Depending on its age (unknown in the current case), this could be due to wear and tear or the ceramic could have been damaged through improper handling. This event is filed under internal complaint ID b)(4).